Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and a lead-to-header insertion issue. Subsequently, the patient underwent a revision procedure, and the rv lead was reinserted into the header via manual manipulation. The patient was discharged from the hospital the same day. The device and lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and a lead-to-header insertion issue. Subsequently, the patient underwent a revision procedure, and the rv lead was reinserted into the header via manual manipulation. The patient was discharged from the hospital the same day. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and a lead-to-header insertion issue. Subsequently, the patient underwent a revision procedure, and the rv lead was reinserted into the header via manual manipulation. The patient was discharged from the hospital the same day. The device and lead remain in service. No additional adverse patient effects were reported.